Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for a routine device check, non-sustained rv oversensing was observed on the device. Patient reported minor pre-syncopal symptoms. No other anomalies were found. Upon deep breathing oversensing issue was reproduced. Programming changes were made which resolved the oversensing issues and all patient symptoms. Patient will be followed normally.